Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced foreign matter contamination. The following information was provided by the initial reporter: small shard of metal is attached to sharp end of cannula.

Manufacturer narrative:
Investigation: 1 used sample was returned for investigation. The used sample was subjected to visual inspection. Loose foreign material was attached to the cannula tip. The sample was then further sent to laboratory for analysis. Based on the laboratory test report, the loose foreign material could possibly be aluminum material. The probable root cause of the foreign material could had happened in the manufacturing facilities. However, there is a 100% vision inspection system that would check the lie distance. If there is a foreign material on cannula tip, the product would automatically be rejected as it would fail the lie distance. The manufacturing process after lie distance vision inspection system was reviewed. There is no process that would be in contact with the cannula. Furthermore, based on visual inspection of the returned sample, no cannula damage was observed. If the cannula was in contact to any aluminum surface, the cannula tip would had shown signs of damage. Based on the investigation and analysis, the root cause of the reported nonconformance could had happened out of manufacturing facilities. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced foreign matter contamination. The following information was provided by the initial reporter: small shard of metal is attached to sharp end of cannula.